Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62mg/dl; cause was unknown. Reportedly customer went to the emergency room but did not receive treatment. Customer had assistance from friends to consume carbohydrates to address low bg.